Event description:
A hospital in (B)(6) reported that staff noticed that two rt340 adult breathing circuits were 'perforated' when they were setting up the systems on the ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: one of the complaint rt340 breathing circuits was received and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole, about 12cm from the elbow connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to determine how the limb came to be damaged. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt340 breathing circuit is currently en route to fisher & paykel (B)(4) for evalution. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that staff noticed that two rt340 adult breathing circuits were 'perforated' when they were setting up the systems on the ventilator. This was found prior to patient use.